Event description:
Boston scientific received information that this pacemaker exhibited premature battery depletion (pbd). Previous interrogation showed magnet frequency at 90 beats per minute (bpm) and estimated longevity of 1.5 years remaining. However, after 6 months, device check showed battery status at elective replacement time (ert) with magnet frequency at 85 bpm and longevity of less than 0.5 years remaining. The device was explanted. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this pacemaker exhibited premature battery depletion (pbd). Previous interrogation showed magnet frequency at 90 paces per minute (ppm) and estimated longevity of 1.5 years remaining. However, after 6 months, device check showed battery status at elective replacement time (ert) with magnet frequency at 85 bpm and longevity of less than 0.5 years remaining. The device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was elective replacement indicator (eri). The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared eri earlier than previously estimated.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.